Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited noise and oversensing. Review of the electrode position on x-ray noted potential dislodgement/ dislocation of the electrode. Boston scientific technical services (ts) discussed troubleshooting and programming options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was seen in clinic and the primary sensing vector was re-optimized. The physician plans to continue monitoring. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.